Manufacturer narrative:
Patient information was unavailable from the site. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Medtronic received information that the reported issue has not recurred. Site has not confirmed service

Event description:
Medtronic received information that, while in a cervical spinal fusion, the viewing station of the imaging system displayed an error message during an image acquisition. It was noted that a second image acquisition was successful and the site was able to continue with the procedure. Initial troubleshooting found the error occurred on the first image acquisition again, but three subsequent acquisitions were successful. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.